Event description:
It was reported during venous introducer withdrawal, the distal extremity seemed to be hooked and required extra pulling effort. The device was removed from the patient with device withdrawal. Following removal, the proximal electrode ring was noted to have broken away from the body lead. There were no patient consequences reported.

Manufacturer narrative:
We are awaiting device return. Once our investigation has been completed, a follow up report will be submitted.